Event description:
A malfunction was reported with the pump where a specific malfunction code, malf 16, was indicated and could not be reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer is using a backup insulin pump for insulin delivery. Tandem technical support confirmed the shipping address and provided a replacement pump while advising the customer on returning the faulty one, including instructions for storage mode and return procedures.